Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. Therefore, the lot number was not considered.

Event description:
(B)(4) ¿ the dentist reported that almost 2 years after the dental implant was installed in intraoral region #30, and 9 months after the installation of the denitive crown, it was observed that the dental implant had fractured. There were no signs of failure in the osseointegration process. Due to the implant fracture, its removal were performed.